Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome (fbss) and postherpetic neuralgia (phn). It was reported that on (B)(6) 2023, spinal cord stimulation (scs) implantation was performed for postherpetic pain in the left thigh. The procedure was completed around 12:15 p.m. Stimulation was turned off for the postoperative period and the patient was observed. When the primary surgeon started stimulation at around 17:00, the patient complained of severe pain in the left thigh at the herpes zoster area; when the stimulation was turned on (initial setting), a tingling, unbearable pain (according to the patient) occurred in the left thigh. Various stimulation patterns were performed, but they were not effective, and the pain worsened. The doctor decided to turn off the stimulation for a while to see what would happen, but around 19:00, the patient complained that the pain had not improved, was unable to lie in bed or eat, and that during the test stimulation it hurt but not to this extent compared to when the stimulation started, and that it would be better to take the entire device off that time. Since stimulation was turned off and lumbar stimulation for fbss was being considered in the future, it was recommended to wait and see how things went for a while, but the patient strongly desired to have the device removed, so removal began around 8 pm. Fluoroscopy was performed to confirm the position of the lead, but there was no misalignment of the lead. The removal was completed around 9:30 p.m. According to the physician, the lead placement position was almost the same as during the trial, and the stimulation intensity was 0.3 ma to 0.4 ma. The physician also said that the pain may not have been caused by the placement of the device because the stimulation was turned off after the patient complained of pain, but since the patient began to complain of pain at the start of stimulation, this may have triggered some kind of pain. The patient is informed that the device will be collected for product analysis, but no equipment failure or malfunction is suspected, so the removed item will be discarded at the hospital. The physician's opinion on severity was noted as not severe. There were no known environmental, external, and patient factors that may have caused the event. There was no improvement despite stimulation adjustments with multiple power, pulse, rate, and electrode changes. When the device was removed, and the patient was asked about post-operative pain, they stated that it was "still there". It was unknown if the issue was resolved at the time of the report. Patient medical history included "lumbar spinal canal stenosis associated with laminectomy in th region, with left leg shingles pain." Additional information was received from the manufacturer representative. It was reported that the issue was resolved by lead and implantable neurostimulator (ins) removal.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type lead product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 02-may-2027, UDI#:(B)(4); product ID: 977a275, serial/lot #:(B)(6), ubd: 02-may-2027, UDI#: (B)(4) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.